Manufacturer narrative:
This information is provided in response to your request dated september 4, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the telephone call originated from (B)(6). The insulin pump alarmed low battery. The batteries were used for three weeks. No excessive button pressing. The battery cap was previously replaced. Anomaly persists with replacement battery cap. The insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specification. No unexpected low battery, off no power or weak battery alarm noted. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The telephone call originated from (B)(6). The insulin pump alarmed low battery. The batteries were used for three weeks. No excessive button pressing. The battery cap was previously replaced. Anomaly persists with replacement battery cap. The insulin pump will be returned for analysis. Nothing further reported.